Manufacturer narrative:
Failure analysis confirmed the insulin pump had all button function properly however moisture damage was found on keypad traces. There was no button error alarm or moisture damage inside pump noted, but the insulin pump did have missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. The customer's blood glucose reading was 130 mg/dl. She stated the insulin pump was exposed to moisture, at the beach from sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.